Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield composite series base unit (a3101) was wobbling during a "craniotomy for lesion" procedure, the "teeth" or starbursts was not gripping in. There was a minimal delay in surgery to stabilize the unit. The patient had already been pinned in the clamp, so they continued with the case. There was no patient injury or death reported.

Manufacturer narrative:
The mayfield composite series base unit (a3101) was returned for evaluation: device history record (DHR)- the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation showed that the two halves of the swivel adaptor do not close, and the paint had bubbled. The estimated life expectancy for mayfield products is 7 years in consideration of all the variables that can influence the life and function of these devices. Root cause - complaint confirmed via inspection of the unit. Probable root cause is routine use and wear. Additionally the paint had bubbled on the base unit and as a result the unit was replaced for a new a3101. Corrective and preventative action (CAPA) related to the powder coat peeling on the a3101 base units is in process; therefore, this complaint is being closed.

Event description:
N/a